Event description:
Additional information was received which reported that the tamponade and pericardial effusion were a result of a non-medtronic safari guidewire. According to the physician, the initial cause of the severe ar was likely from leaflet damage during the attempted deployments of the valve. The recaptures of the initial valve likely contributed to the ar. It was reported that the initial valve was first recaptured because the valve was under-deployed as a result of calcifications. Following the second and third deployment attempts, the valve was recaptured in order to pre-dilate the native annulus as the valve remained under-deployed. Cardiac arrested ensued as a result of the severe ar, this cardiopulmonary resuscitation (CPR) was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5. Updated d10. Section d information references the main component of the system. Other relevant device(s) are: product ID evproplus-26 serial/lot (B)(6) use by date 2023.04.12 UDI (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that cardiac arrest (acr) occurred. After three recaptures, the physician elected to withdrawn the initial valve from the body to pre-dilate the native annulus, therefore the new valve (B)(6) was prepared and implanted. It was reported that the physician noticed the severe aortic regurgitation following the withdrawal of the initial valve, and the second valve preparation. According to the physician, the cause of pericardial effusion was a guidewire (manufacture unknown). The cause of death was not available.

Manufacturer narrative:
Corrected data: h6 - device codes updated data: d9 - device available for evaluation and return date h3 - device evaluated, device return to MFR, eval summary attached h6 - method, results and conclusion codes product analysis: the device (B)(6) was received via tnt (track and trace) inside its original jar filled with clear solution. The valve appeared discolored showing evidence of blood contact. All leaflets were tan, stiff yet slightly pliable. All leaflets exhibited signs of severe creases; conditions possibly associated with the crimping and recapturing process. All commissures appeared intact. The waist and inflow regions appeared compressed with dry tissue noted on the valve skirt. The valve was submerged in warm saline; valve appeared to maintain a compressed state. Based on the condition of the returned of the valve, a deployment simulation and steady flow testing could not be performed to test against the frame expansion and central regurgitation allegations, respectively. It is possible the characteristics of the device may prevent accurate testing of the device. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve (B)(6) remained implanted, so was not returned to medtronic for product analysis. The subject valve (B)(6) was returned to medtronic for analysis. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: the report relates to the implant of a 26millimeter (mm) evolut-pro plus, reported tamponade and patient death. An incomplete set of case cines were provided for review. There was no evidence provided of fluoroscopic load inspection. The alongside image was taken from the first sequence of cines that were provided. As the set of cines was incomplete it was assumed that this image was taken prior to any valve intervention. Although echo was the primary modality to assess the degree of aortic regurgitation, there appears to be an amount of regurgitation as mentioned in the report. Although computed tomography (CT) is the better modality for assessing the degree of calcium, there was calcium visible on the native aortic valve. There was no evidence supplied of the multiple deployment attempt s that were mentioned in the report, nor was there evidence of the 3 recapture attempts that were mentioned. The images showed a series of 80% deployment assessments. All the cines are in an left anterior oblique (lao) projection and there was no evidence of an right anterior oblique (rao) valve assessment as best practice requires. As the cines was incomplete it is unclear if this rao assessment was performed before making the decision to recapture. Reference to implant depth should be made in the rao view. There appeared to be no evidence of pericardial effusion in any of the below deployment assessments. The first assessment in the sequence shows the valve implanted more than 6mm into the left ventricular outflow tract (lvot). In accordance with best practices, this would be an indication to recapture. In the second assessment in the sequence the valve appears to be implanted at less than 1mm. This would also be an indication to recapture as stated by best practices. In the third assessment in the sequence the valve appears to be implanted at around 4-5mm. This would not be an indication to recapture as best practice states valve recapture should be considered if the implant depth is outside of the range of 1-5mm. In the third assessment of the sequence, the valve appears to again, be implanted at less than 1mm. This would be an indication for a recapture according to best practices. The next cines in the sequence display a ortic regurgitation as mentioned in the report after the removal of the first valve. The images also showed signs of pericardial effusion. The report stated that after the final recapture of the first round of deployment attempts a pre-bav was performed. There is no evidence provided of the pre-bav nor is there mention of balloon size. There was no other evidence provided that would allow for the determination of the cause of the pericardial effusion. There is no evidence supplied of the second valves fluoroscopic load inspection, nor the deployment attempt. The cines displayed the resuscitation attempts mentioned in the report. The first image showed a balloon inside the valve while chest compressions are performed. There was no mention of this in the report and it is uncertain why the team chose to keep the balloon inflated and inside the valve during chest compression. This is not usual practice as it would restrict blood flow out of the aortic valve and cause an increase in pressure in the ventricle. In the second image, chest compressions are performed with only the valve in situ. There was no further evidence of valve performance post-CPR and chest compressions. The cause of hemodynamic failure is most likely due to the pericardial effusion noted above. Although there is no evidence of the cause of the effusion, the physician notes it was a result of the ventricular guidewire. This event was reviewed by medical safety team. The excerpt of the medical safety subject matter expert (sme) review report follows: the reported cardiac tamponade, unplanned intervention (2nd valve) and death were reviewed. Upon review of the information provided, the pericardial effusion resulting in cardiac tamponade was not related to the evolut pro+ valve or delivery catheter system (dcs) and is attributed to the non-mdt safari guidewire. Upon review of the information provided, the aortic regurgitation (ar) from under deployment resulting in a 2nd valve placement was likely related to the pro+ valve with contributing factors being the patient's calcified anatomy and damage to the prosthesis leaflets from 3 recaptures necessitating the need for a second valve placement. Upon review of the information provided, the death was unknown related to the evolut pro+ valve and dcs. Death, cardiac tamponade, unplanned intervention, ar are known potential risks associated with the implantation of the evolut pro+ valve implantation procedure and the appropriate severities are documented in the evolut pro+ risk files and instructions for use. It was unlikely the pericardial effusion leading to cardiac tamponade was related to the evolut pro+ valve or dcs. The image review does not note causality of the pericardial effusion and all images were not available or reviewed therefore the physician's assessment was considered. The assessment for the unplanned intervention and death remains the same. The reported event indicated that the initial valve (B)(6) was first recaptured because the valve was under-deployed as a result of calcifications. Following the second and third deployment attempts, the valve was recaptured in order to pre-dilate the native annulus as the valve remained under-deployed. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. As reported, the valve was under expanded due calcification. It was reported that during implant of this transcatheter bioprosthetic valve (B)(6), aortic regurgitation was observed during the deployment of the valve. Aortic regurgitation (ar) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. As reported according to the physician, the initial cause of the severe ar was likely from leaflet damage during the attempted deployments of the valve. The recaptures of the initial valve likely contributed to the ar. In addition, it should be noted that patient¿s native aortic valve was calcified which may have been a contributing factor to reported ar. It was also reported that cardiac arrested ensued as a result of the severe ar. Cardiac arrest is a known potential adverse effect per the IFU. The reported event indicated that two days following the valve implant, the patient's health deteriorated and subsequently the patient died. The cause of death was not reported. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. It was unknown if an autopsy was performed and with valve remained implanted. Additionally, the event was reviewed by medical safety subject matter expert, and it was assessed as the death was unknown related to the evolut pro+ valve. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, aortic regurgitation with tamponade was observed during the deployment of the valve. The procedure was complicated with a recovered "acr" with stabilization after placement of a new valve. A pericardial drainage was performed and the patient was transferred to the intensive care unit (ICU). Two days following the valve implant, the patient's health deteriorated and subsequently the patient died. The cause of death was not reported.